Event description:
It was reported that intermittent high pacing lead impedance measurements had been observed since (B)(6) 2012. The graph was cleared and impedances were stable until (B)(6) 2013. During an office visit, the impedance reading was in range. The patient will be monitored.